Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicates that last post operative visit was after three months seven days from the event and the patient¿s issues have not resolved, the physician noted iris dialysis at the 3:00. Patient was still noticing halos at night while driving.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery on the left eye, an ophthalmic knives were found to be dull and were unable to penetrate the globe. Slipping upon the initial incision caused pre-mature entry and a short wound, contributing to iris prolapse, which led to iris dialysis. The surgery was completed with an alternative knife. At the last visit, the patient had an irregular pupil and iris dialysis in the left eye, but no other ocular issues were noted at that time.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened knife in a blade protector tray was received for the report of dull keratomes/iris prolapse & iris dialysis. Sample was visually inspected and found conforming. Functional penetration testing was then performed and found conforming. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned opened sample was found to be visually and functionally conforming, therefore dull knives as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in section h.11. One opened knife in a blade protector tray was received for the report of dull keratomes/iris prolapse & iris dialysis . Sample was visually inspected and found conforming. Functional penetration testing was then performed and found conforming. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all visual and functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).